Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains were tested and passed per specification. No sample was provided for evaluation. One photograph of the sample was provided for evaluation. Upon visual inspection of the returned photographs, a detachment was observed at the bonded joint of the tubing and the pump segment. The reported defect was confirmed. All available information was forwarded to the supplier for further evaluation. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description tubing leaking chemo during therapy out of lower y-site detailed inquiry description same as cir's (B)(4), see attached email: lower y site on item 490100 spontaneously starts to leak chemo after hours of no injury reported.